Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a non-recoverable fault 319 and usm 3 became disabled, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported 319 error and replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed and found to fail in normal mode as error 319 was triggered. The unit also failed the fiber test on the clockspring. The clockspring fiber was swapped with a new one and the error went away. The original clockspring fiber was reconnected, and the error returned. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another davinci system after the start of the procedure due to usm 3 being disabled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the system experienced a non-recoverable fault 319 and the universal surgical manipulator (usm) 3 became disabled. Intuitive surgical, inc. (Isi) technical support engineer (tse) observed logs and noted error 319 on usm3. The tse walked the customer through emergency power off (epo) of the patient side cart (psc) with no change. The tse walked the customer through disabling usm 3 to proceed as a three-usm case, but surgeon was unable to proceed with three usms. The customer swapped to another psc and proceeded with the case. The procedure was completed with no reported injury.